Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a proximal common carotid dissection was observed as the enroute 0.014" guidewire was coming out of the enroute arterial sheath. The lesion was treated, and an additional stent was used to tack back the dissection flap. Patient was noted to be at baseline two days post- procedure.